Event description:
It was reported that this implantable device was suspected to be exhibiting premature battery depletion behavior. The device recently declared elective replacement indicator. Approximately 6 months ago, the estimated battery longevity showed 1.5 years remaining. Due to this anomaly, technical services recommended device replacement. This device currently remains implanted and in service. No adverse patient effects were reported.